Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse tested the instrument and could not duplicate the issue. Fse performed a splld on both the primary and reagent racks and ran a dummy plate. All tests passed. Instrument is operating as expected, no repairs needed.